Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the info available, the root cause of the event cannot be determined. Should additional info be obtained to further this investigation, this report shall be updated.

Event description:
The pt is pursuing a product liability claim arising out of the use of the nexgen cr-flex. It is also reported in op notes received on (B)(6) 2014, that the pt had received a tm monoblock tibia implant on (B)(6) 2005 and was revised on (B)(6) 2006 due to pain. Note that the nexgen cr-flex is within zimmer (B)(4) design control and the tm monoblock tibia is the only component that is within zimmer tmt design control.